Event description:
MFR rec'd a report of a person sitting on a transfer bench when a leg broke. As a result of this incident, the user allegedly sustained a back injury. Evaluation of the device has not been permitted.